Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call of not being able to get settings to match after getting new insulin pump. Customer also reported of no longer getting a low or high alert. Customer's blood glucose was 44 mg/dl and customer was not sure what was causing low blood glucose. Customer also received a threshold suspend alarm, but blood glucose was above threshold suspend limit. Customer was educated on threshold suspend.